Manufacturer narrative:
The device was not returned therefore the complainant's event could not be verified. The device disposition is unknown and no follow up was possible. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was discovered during monthly maude review that the following incident had been reported (mw5080910): during the procedure, the scorpion needle tip broke off into the knee. The maude website did not contain any facility or reporter contact information. Therefore, no follow up is possible. Unable to determine if the needle tip was retrieved or remains in patient.